Event description:
The customer reported that their t:slim x2 pump battery was not charging, despite trying different adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, instructed the customer on how to manage until the replacement arrived using multiple daily injections (mdi), and arranged for the return of the malfunctioning device.